Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a suspected lead fracture. High impedance values were observed intermittently from the ra lead. Decreased p waves were also noted. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.